Event description:
Treatment of a cavernous (cav) aneurysm. It was reported that the pushwire perforated the vessel after the pipeline was deployed. A hyperform balloon was used for temporary vessel occlusion and the internal carotid artery (ica) was coiled proximal and distal of the aneurysm.it was reported that the patient is recovering.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)